Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the compressor interface printed circuit board (pcb), compressor power distribution pcb and the compressor power controller pcb. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, the compressor on a 980 ventilator went into an inoperative state. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.